Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "error of inspector". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nasogastric sump tube and it has the enfit device on it. What they were trying to figure out was how to connect it suction because the luer lock decreased the diameter of the tube. En0046160 and en0066000.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nasogastric sump tube and it has the enfit device on it. What they were trying to figure out was how to connect it suction because the luer lock decreased the diameter of the tube(en0046160 and en0066000).

Event description:
It was reported that nasogastric sump tube and it has the enfit device on it. What they were trying to figure out was how to connect it suction because the luer lock decreased the diameter of the tube. En0046160 and en0066000.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that nasogastric sump tube and it has the enfit device on it. What they were trying to figure out was how to connect it suction because the luer lock decreased the diameter of the tube. En0046160 and en0066000.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "error of inspector". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.